Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1) please provide the patient's demographic information including gender- , weight, bmi at the time of index procedure; 79kg, bmi 32 kg/m3 2) name of index surgical procedure? Dynamic suspension of the urethra with tvt exact and intraoperative cystoscopy 3) the diagnosis and indication for the index surgical procedure? Stress incontinence grade ii-iii, increased bladder sensitivity, small capacity of urinary bladder 4) were any concomitant procedures performed? Intraoperative cystoscopy at index surgical procedure 5) other relevant patient history/concomitant medications? Appendectomy on august 16, 2021, patient is recommended to take ovestin ovula 0.5mg 0-0-1 (topical) since may, 2023 (prophylactic). 6) what was the initial approach for the index surgical procedure? Stress incontinence grade ii-iii 7) were any concurrent devices implanted? No. 8) were there any intra-operative complications? No. 9) when was the mesh exposure first noted by a physician? November 27, 2023 10) please provide the mesh exposure site/location, symptoms and diagnostic confirmation. In the area of colpotomy on the left side the mesh is visible of approx.. 2x1 mm. Symptoms: discomfort during sexual intercourse diagnostic confirmation: visual and palpatory assessment 11) describe any medical/surgical intervention for the exposure including dates and findings. After local anaesthesia with xylocaine spary the visible part of the mesh was removed with scissors on (B)(6) 2023. 12) was the exposed mesh excised? Yes. 13) were any deficiencies or anomalies noted with mesh device? No. 14) what is the physician¿s opinion as to the etiology of or contributing factors to this event? Contributing factors for mesh erosion: tape is too tight or poorly estrogenized epithelium 15) what is the patient's current status? The patient was available by phone today (15.12.2023 at 13 p.m.). She is doing very well. 16) product code and lot number? Gynecare tvt exact lot: 3943980

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: stress incontinence. Start date: (B)(6) 2024. Severity: mild. Relationship to study device: not related relationship to primary study procedure: possible. Intervention/treatment: none: yes. Outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: pain during sexual intercourse. Start date: (B)(6) 2024. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: causal relationship. Intervention/treatment: non-surgical procedure, therapy, or intervention: yes. Specify: a check-up appointment for (B)(6) 2024 was arranged onsite. Outcome: not recovered/not resolved. Updated information received: adverse event term: urinary tract infection. End date: (B)(6) 2024. Outcome: not recovered/not resolved: recovered/resolved without sequelae. Additional information: d4.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name and facility? Product code and lot number? Country of event? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On (B)(6) 2023, moderate pain during sexual intercourse was noted. The patient underwent mesh excision and the pain has been recovered/resolved without sequelae as of (B)(6) 2023. This event was reported as not related to the study device, but having a casual relationship with the study procedure. Additional information has been requested.